Manufacturer narrative:
Continuation of d10: product ID#: 97755. Serial#:(B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID#: 97755. Serial/lot #:(B)(6). UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a recharge antenna failure, no device found. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt mentioned they got a code mr03: call medtronic yesterday when they were recharging their implanted neurostimulator(ins).  Pt attempted to charge later in the day and was able to charge the ins. Pt then started charging today and kept getting the mr03 code after 5-10 minutes of recharging the ins. Pt said they also saw "no device found" a lot even though their ins was charged. Pt had been pressing recharge and entering passive recharge mode. Pt said they had been managing by starting the charging session over again, but the mr03 code kept appearing. Pt said their ins was down to 40% today and pt had just charged to 90% yesterday. During the call, the pt entered passive recharge mode after getting a no device found screen. Pt said the ins had been charged to about 90% before the pt called in today. Pt got 45, 98, 100 in passive recharge mode. Pt inspected the recharger antenna (rtm) cord, plug, and the controller port, but no damage was detected. Pt said their rtm relay box and their controller were getting warm, but not hot yesterday and today. An email was sent to the repair department to send an rtm exchange unit. No symptoms were reported.